Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 2000022922.

Event description:
It was reported that patient experienced less pain relief on the foot due to lead migration. The patient underwent a leads replacement procedure and was doing well postoperatively. The explanted devices were disposed by facility.